Manufacturer narrative:
The patient was a child. The reported issue of a pump module occluding during the infusion of the drug epinephrine was confirmed and the occlusion alarm was duplicated during the investigation. An infusion of the drug epinephrine was successfully started at 7:59pm on pump module sn (B)(4) on the reported incident date. The vtbi was increased from 25ml to 200ml approximately 6 minutes later. The infusion stopped with alarm for occlusion patient side at 8:29pm with the infusion not able to be restarted due to continued occluded patient side alarm. Approximately 29ml was recorded to have infused. The only other pump recorded to be infusing was channel b with a maintenance IV 8 ¿ 11.9 kg programmed. This infusion was started at 7:59pm. The testing and inspection process identified the patient side pressure sensor to be malfunctioning. The sensor was found to be over 15 years old. Temporary replacement of the pressure sensor resolved the malfunction. The root cause for the pump module occluding patient side is being attributed to a malfunctioning patient side (lower) pressure sensor, and its age at over 15 years old the most likely the cause for its end of life.

Event description:
It was reported that while medication was infusing, another pump module was being added to continue the administration of epinephrine without a break in therapy on a (B)(6) old child. The epinephrine had been infusing for 30 minutes; the intent was to "double run" with another infusion to switch over the fluids to another device/tubing without stopping the infusion. The child coded (code blue) and expired while still connected to the first pump. The user alleged the incident contributed to the death of the child, however the attending nurse confirmed that there was never a time the child was not receiving the epinephrine because the 1st pump module continued to infuse throughout the event. While adding and dosing the 2nd pump module, an "occlusion" error message was received, however no occlusion could be found in the pump or the tubing.